Manufacturer narrative:
The substrate solenoid 3-way valve (part # 0021106) was returned to tosoh instrument service center for investigation. (You can leave the part information in slx, not necessary in 3500a because FDA does not know what that is) functional testing could not confirm the reported issue was due to failure of the substrate solenoid 3-way valve as the issue could not be duplicated. The probable cause of the reported event is unknown, could not duplicate problem was due to failure of the substrate solenoid valve. (Failure was not confirmed)

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the issue by visual inspection of customer printed results. The issue could not be reproduced therefore the fse proceeded to troubleshoot and verify dispensing on the sample, wash assembly, and substrate dispensing ability. There was a possible problem found with the substrate solenoid valve. The fse replaced the valve and performed precision using a tt3 troubleshooting kit. The precision results passed and were within specifications. The instrument was validated by running mac quality controls (qc). The qc passed and within published package insert ranges. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 19oct2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The st aia-pack intact parathyroid hormone analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values. Each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Reference ranges the interval given here was determined in 144 edta plasma specimens of apparently healthy adults. The 144 specimens were measured using the aia-1800 instrument. Mean = 45.9. Sd = 18.8. Mean + 2sd = 83.5. Mean - 2sd = 8.2. Reference interval = 8.2 - 83.5 pg/ml sample range: 9.5 - 98 pg/ml the probable cause of the reported event was due to failure of the substrate solenoid valve. The probable cause of the reported event is pending investigation completion. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported inconsistent patient sample results when repeating runs on the aia-360 instrument. The customer noticed the day before that when they got a pth result of 1.2 pg/ml then repeated run, the result was 150 pg/ml. The customer decided to send the sample to an associated lab with another aia-360. The result was correlated on the other aia-360 instrument with a result of 145 pg/ml. The customer repeated the run with other samples the next day; the result was 400.8, another lab result was 127.1 pg/ml, customer lab results 90 pg/ml, and other lab 42 pg/ml. The customer stated the controls were in range for the tosoh pth control. Tech support (ts) asked the customer to perform a precision on the level 2 control. The precision looked good with a coefficient of variation (cv) of 3.5%. The customer was still not convinced that there is not a problem with the instrument and requested service. There was no indication of patient intervention or adverse health consequences due to the discrepant intact parathyroid hormone (ipth) results.